Event description:
It was reported that after disconnecting for exercise, the user did not fully reconnect the infusion set tubing, resulting in inadequate insulin delivery following a meal announcement and subsequent hyperglycemia with a blood glucose of 354 mg/dl while using the ilet. Symptoms included hyperglycemia. Outcomes included no hospitalization, no serious injury, and no alarms. Investigation included user education and troubleshooting. Investigation of this case revealed user technique error related to not reconnecting the infusion set and continued device function with corrective dosing once reconnected. It was concluded that the event was attributable to use error with the infusion set connection and that the device operated as designed once properly connected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.